Manufacturer narrative:
As reported, the 7x4 powerflex extreme balloon ruptured and become lodged in the patient. In the venous limb of the graft, the balloon opened fully at atm of 20, and then it was fully deflated and advanced into the vein graft anastomosis stent and inflations were done. Severe waste was noted that required an atm of 20 for full effacement, however, at that moment, the dr. Noticed that the balloon ruptured, and the pressure dropped in the balloon pump system. So, the team allowed the balloon to completely empty for a few seconds. Then, the dr. (B)(6) and carefully pulled the balloon out of the stent and into the graft, and then the dr. Attempted to pull the balloon out of the body using the sheath; however, half of the balloon was pulled into the sheath, and the other half would not enter. The dr. Applied a significant amount of force to pull that other half of the balloon into the sheath, but the dr. Could not pull it into the sheath. So, at that moment, the dr. Pulled the sheath out of the graft and then applied some constant moderate pull on the broken balloon to see if the other half of the balloon would come out, but it was not coming out. After sliding the sheath over the body of the balloon shaft, we examined the broken part of the balloon that had come out of the body. It was exactly half of the balloon, and the balloon had ruptured transversely, and one half of the balloon was out of the body and the other half was still inside the graft. The dr. Did not want to pull too hard because it would have torn the graft. The dr. Put a 3-0 prolene suture in that area and then applied some more pull to the balloon while keeping the wire all the way into the axillary vein. However, the dr. Was still not able to pull the balloon out, as it had folded upon itself, and there was a high likelihood of graft damage and bleeding. The patient is currently in stable condition. A non-cordis .035 wire, 30ml non-cordis inflation device, and a 7fr non-cordis sheath was used during this procedure. The product was stored properly according to the instructions for use (IFU). There were no difficulties in removing the product from the hoop, the protective balloon cover, the stylet, or any sterile packaging components. No kinks or other damages were noted prior to inserting the product into the patient. The device was prepped per the IFU and maintained negative pressure during the preparation. There was no resistance or friction while inserting the balloon through the rotating hemostatic valve or the guide catheter. Additionally, there was no difficulty advancing the balloon catheter through the vessel, and the catheter was never in an acute bend. The balloon catheter did not kink during use.the device was returned for evaluation. A non-sterile ¿powerflex extreme 7x4 80cm¿ was received inside of a clear plastic bag, along with an unknown non-cordis csi and an unknown non-cordis guidewire inserted in the wire lumen. The product was unpacked for evaluation. The balloon was received with a radial burst and separation. The guidewire was removed from the device to proceed with the evaluation. No other outstanding details were observed. Functional analysis could not be performed due to the condition of the returned device. The separated area of the balloon was inspected using a vision system, which revealed that the edges showed evidence of elongation and the surface had scratch marks. The elongations found on the material are commonly associated with separations caused by tensile overload. Therefore, it is assumed that the device was subjected to a tensile force that exceeded the material's yield strength prior to the separation.the reported ¿balloon burst at/below rbp¿ and ¿balloon separated¿ were visualized as the device was received ruptured and separated and visible via the naked eye. However, the exact cause could not be conclusively determined. Vessel characteristics and procedural factors of post stent dilatation may have contributed to the reported event. The stent struts can easily damage balloon material if caution is not met when attempting to cross inside the stent. Based on the information available for review, it is likely damage occurred during inflation of the balloon intrastent. Microscopic analysis revealed scratch marks adjacent to the rupture/damage noted on the balloon. According to the instructions for use, which are not intended to mitigate risk, ¿prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used. The catheter system should be used only by physicians trained in the performance of arteriography and who have received appropriate training in percutaneous transluminal angioplasty. The working pressure range for the balloon is between the nominal pressure and the rated burst pressure. All balloons distend to sizes above the nominal size at pressures greater than the nominal pressure. Consult table I for typical diameters of the balloons at given pressures. Note: the rated burst pressure is printed on the package label. In vitro testing has shown that with 95% confidence, 99.9% of the balloons will not burst at or below the rated burst pressure. Balloons should not be inflated in excess of the rated burst pressure. The balloon lumen marked ¿balloon¿ is used to inflate and deflate the balloon. The nominal balloon size is printed on the hub. The injectate lumen, marked ¿thru¿ is used to track the catheter over a prepositioned guidewire or to inject contrast medium and/or saline by using a 10-cc syringe hand injection only (150 psi maximum). Carefully advance the catheter to the selected stenosis. Caution: if strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system. Deflate the balloon by pulling vacuum on the inflation syringe or inflation device. Maintaining a vacuum on the balloon, withdraw the catheter. Note: gentle counterclockwise rotation of the balloon may ease withdrawal from the sheath or from the percutaneous entry site. If the balloon cannot be withdrawn through the sheath, withdraw the catheter and sheath as a unit.¿ neither the product analysis nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, the 7x4 powerflex extreme balloon ruptured and become lodged in the patient. In the venous limb of the graft, the balloon opened fully at atm of 20, and then it was fully deflated and advanced into the vein graft anastomosis stent and inflations were done. Severe waist was noted that required an atm of 20 for full effacement, however, at that moment, the dr. Noticed that the balloon ruptured, and the pressure dropped in the balloon pump system. So, the team allowed the balloon to completely empty for a few seconds. Then, the dr. (B)(6) and carefully pulled the balloon out of the stent and into the graft, and then the dr. Attempted to pull the balloon out of the body using the sheath; however, half of the balloon was pulled into the sheath, and the other half would not enter. The dr. Applied a significant amount of force to pull that other half of the balloon into the sheath, but the dr. Could not pull it into the sheath. So, at that moment, the dr. Pulled the sheath out of the graft and then applied some constant moderate pull on the broken balloon to see if the other half of the balloon would come out, but it was not coming out. After sliding the sheath over the body of the balloon shaft, we examined the broken part of the balloon that had come out of the body. It was exactly half of the balloon, and the balloon had ruptured transversely, and one half of the balloon was out of the body and the other half was still inside the graft. The dr. Did not want to pull too hard because it would have torn the graft. The dr. Put a 3-0 prolene suture in that area and then applied some more pull to the balloon while keeping the wire all the way into the axillary vein. However, the dr. Was still not able to pull the balloon out, as it had folded upon itself, and there was a high likelihood of graft damage and bleeding. The patient is currently in stable condition. A non-cordis .035 wire, 30ml non-cordis inflation device, and a 7fr non-cordis sheath was used during this procedure. The product was stored properly according to the instructions for use (IFU). There were no difficulties in removing the product from the hoop, the protective balloon cover, the stylet, or any sterile packaging components. No kinks or other damages were noted prior to inserting the product into the patient. The device was prepped per the IFU and maintained negative pressure during the preparation. There was no resistance or friction while inserting the balloon through the rotating hemostatic valve or the guide catheter. Additionally, there was no difficulty advancing the balloon catheter through the vessel, and the catheter was never in an acute bend. The balloon catheter did not kink during use. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 7x4 powerflex extreme balloon ruptured and become lodged in the patient. In the venous limb of the graft, the balloon opened fully at atm of 20, and then it was fully deflated and advanced into the vein graft anastomosis stent and inflations were done. Severe waist was noted that required an atm of 20 for full effacement, however, at that moment, the dr. Noticed that the balloon ruptured, and the pressure dropped in the balloon pump system. So, the team allowed the balloon to completely empty for a few seconds. Then, the dr. Gently and carefully pulled the balloon out of the stent and into the graft, and then the dr. Attempted to pull the balloon out of the body using the sheath; however, half of the balloon was pulled into the sheath, and the other half would not enter. The dr. Applied a significant amount of force to pull that other half of the balloon into the sheath, but the dr. Could not pull it into the sheath. So, at that moment, the dr. Pulled the sheath out of the graft and then applied some constant moderate pull on the broken balloon to see if the other half of the balloon would come out, but it was not coming out. After sliding the sheath over the body of the balloon shaft, we examined the broken part of the balloon that had come out of the body. It was exactly half of the balloon, and the balloon had ruptured transversely, and one half of the balloon was out of the body and the other half was still inside the graft. The dr. Did not want to pull too hard because it would have torn the graft. The dr. Put a 3-0 prolene suture in that area and then applied some more pull to the balloon while keeping the wire all the way into the axillary vein. However, the dr. Was still not able to pull the balloon out, as it had folded upon itself, and there was a high likelihood of graft damage and bleeding. The patient is currently in stable condition. A non-cordis .035 wire, 30ml non-cordis inflation device, and a 7fr non-cordis sheath was used during this procedure. The product was stored properly according to the instructions for use (IFU). There were no difficulties in removing the product from the hoop, the protective balloon cover, the stylet, or any sterile packaging components. No kinks or other damages were noted prior to inserting the product into the patient. The device was prepped per the IFU and maintained negative pressure during the preparation. There was no resistance or friction while inserting the balloon through the rotating hemostatic valve or the guide catheter. Additionally, there was no difficulty advancing the balloon catheter through the vessel, and the catheter was never in an acute bend. The balloon catheter did not kink during use. The device will be returned for evaluation.